Manufacturer narrative:
The device has been received for evaluation. However, the device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
Received information stating that the customer's pump charges inconsistently. The customer's blood glucose levels have been inconsistent, however he believes this issue had no impact on it.